Event description:
It was reported that patient with this implantable pacemaker experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed that it looks real due to when post-ventricular atrial refractory period (pvarp) is pushed out it breaks. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed that it looks real due to when post-ventricular atrial refractory period (pvarp) is pushed out it breaks. To date, this device remains in in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.